Manufacturer narrative:
Manufacturer's investigation conclusion: the reported constant illumination of the red heart and red battery indicators could not be confirmed based on the review of the submitted log files. No product was returned for further testing. Review of the submitted log files revealed no notable events or alarms. The system appeared to function as intended. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. A specific cause for the reported event could not be conclusively determined through this evaluation. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. The heartmate 3 patient handbook (rev a - section 5 ¿alarms and troubleshooting¿) covers all alarms (visual and audible), including those associated with red heart and red battery alarm conditions, and the actions to take if the alarm cannot be resolved. The heartmate 3 patient handbook (rev a - section 2 ¿how your heart pump works¿) and heartmate 3 instructions for use (IFU) (rev d - section 2 ¿system operations¿) describe the system controller user interface, including all lights, symbols, and on-screen messages, and explain how to perform a system controller self-test. The patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the left ventricular assist device (lvad) was demonstrating a red battery light with a red heart light and no audible alarms. There were no events noted on review of prior six alarms or conventional heartmate touch (hmt) interrogation. The patient stated the lights turned red at some point overnight while on the mobile power unit (mpu) and persisted even after performing a self-test and transitioning to battery power. The patient did not note a specific time when the event happened but reported it at 0805 to the site. The system controller was exchanged, and the lights seemed to normalize. Log files showed no unusual events recorded from 9:38:38 to 9:44:56 on (B)(6) 2025. Prior data had been overwritten by new incoming data. The mechanical circulatory support (mcs) equipment was operating as intended.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.